Manufacturer narrative:
Box h is updated in this report.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Received. The patient has alleged liver disease/toxicity. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Repair evaluation information was received on 01/17/2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleging liver disease, lung disease, toxicity, and other. No humidifier, peripherals or accessories were returned with the device. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. Using a known good power supply and power cord, pil tech was able to confirm the device powers on and provided airflow. During review of the error logs, pil determined that the device was likely reset prior to pil receipt due to there being 9441.1 machine hours, 0 blower hours and 0 therapy hours. The error log showed 0 errors logged. Care orchestrator data was not available for download. During the investigation pil observed the device without a lung attached did record blower time, but did not record therapy time. After running the device attached to a lung for 5.15hrs the device did record both blower and therapy time. During this time the device never shut off, and no loud noise was observed. Unknown contamination was observed on the top and bottom enclosures. Dust-like contamination was observed on the top enclosure, front and rear panel, and in the interior side of the bottom enclosure. An unknown whitish contamination was observed around the air inlet, on and in the blower motor, and in the base of the blower housing. A greyish dust-like contamination was observed on the interior sides of the top enclosure, front panel, rear panel, and bottom enclosure. Potential dried liquid spots were observed on top of the blower motor. A potential hair-like particle was observed on the blower outlet bellow. A small piece of unknown contamination was observed in the base of the blower housing. Box d and h was updated in this report.